Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a female patient of unknown age with no brca gene who underwent breast prostheses implantation with unknown mentor implants in 2002 underwent removal and replacement of the right implant in 2010 for unknown reasons. The patient found a lump in her left breast in (B)(6) 2018 and went for mammogram and ultrasound. The patient ultimately had a biopsy that indicated "very aggressive form of inflammatory breast cancer and aggressive ductal carcinoma" - stage 3c. Several lumps were found. The patient started chemotherapy in (B)(6) 2018 and will finish in (B)(6) 2019. This report is for the left breast prosthesis.